Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 440 mg/dl. The customer stated his battery cap fell off during the night but the caller does not remember too much because he has memory issues. The battery cap will be replaced. The product will not be returned for analysis.